Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient felt pain and the physician tried to re-position the lead but was unsuccessful. The physician proposed changing the lead to a paddle lead but the patient refused. The entire system was explanted.